Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he was unable to get the insulin pump to bolus. Customer's blood glucose was 44 mg/dl, treated with juice. Customer stated none of the buttons were responding. Customer stated his blood glucose may have been low since he might have over treated with manual injections. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump received with no button response due to unlocked lcd keypad connector. Insulin pump received with minor scratches on display window and broken reservoir tube lip.